Manufacturer narrative:
It was reported that the head section allegedly broke on the table. A stryker field service technician (sfst) was dispatched to investigate. The complainant reported this as a head section, but through investigation, it was found to be the back section. The sfst discovered the x-ray cassette guides, which are located on the bottom portion of the inner side of the rails, were broken off. It was recommended the x-ray cassette guides be replaced. There was no patient involvement, injury or adverse consequences reported.

Event description:
It was reported that the head section allegedly broke on the table. There was no patient involvement, injury or adverse consequences reported.